Event description:
It was reported that the asymptomatic patient presented in clinic with several inappropriate mode switch episodes due to atrial lead noise. Noise was reproducible by touching the pocket. After opening the pocket and testing the ra lead with normal measurements, the device set screw would not tighten to reconnect the ra lead. It was noted that the atrial port appeared cloudy. Furthermore, high impedance measurements were observed in device history. The device was explanted and replaced. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise and high atrial lead impedance were confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. A torque driver was used to tighten the set screws and properly secured clinical test leads. The cause of the reported field events could not be determined. (B)(4).